Event description:
It was reported that there was a malfunction resulting in insufficient oxygen during pre-use checkout. There was no patient involvement.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
Additional information was received that the reported issue was related to the air flow control valve was stuck closed. This would cause an excess flow of oxygen. Therefore, there was no reportable malfunction.